Event description:
Per the nurse, while drilling the 2nd pilot hole, the distal end of the drill bit broke. The shank of the drill bit is available to send in, but the end portion was disposed of.

Manufacturer narrative:
Based on the investigation performed the root cause of the reported failure (drill broken) is attributed to too high torque speed and insufficient cooling during insertion into bone. Indications for material or manufacturing related problems were not found in the investigation. Based on statistical evaluation, there is no indication for any device related issue.